Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a blood glucose result of 125 mg/dl on the performa system and was experiencing symptoms of hypoglycemia. The patient went to the hospital. At the hospital the patient received a result of 67 mg/dl. She was treated for low blood glucose, but the type of treatment given was unknown. The patient was hospitalized for one day. The lot number was not provided. Return of the suspect device was requested for evaluation.